Event description:
It was reported that 10 bd integra¿ syringes with detachable needle each from lots 1168669, 1110057, 9093524, and 0329605 had defective/deformed rubber stoppers. The following information was provided by the initial reporter: "caller stated that the rubber stopper is uneven and different than what they have had in the past."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1168669. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-06-17. Medical device lot #: 1110057. Medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-20. Medical device lot #: 9093524. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-04-03. Medical device lot #: 0329605. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-11-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd integra¿ syringes with detachable needle each from lots 1168669, 1110057, 9093524, and 0329605 had defective/deformed rubber stoppers. The following information was provided by the initial reporter: "caller stated that the rubber stopper is uneven and different than what they have had in the past."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/23/2021. H.6. Investigation: two photos were received showing each showing loose 3ml integra syringe with needle (p/n 305270). The stopper was observed in both photos and examined for any irregular angularity issues. Neither of the stoppers in the photos appeared to be non-conforming per product specification. Additionally, three hundred syringes were received for evaluation. 100 each from batches #1110057, 0329605, and 1168669. None of the syringes received were observed to have any non-conforming stopper angularity issues and were acceptable per product specification. Since the samples received did not display the reported condition a potential root cause could not be defined, and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.